Event description:
Product analysis for the generator was completed and approved on 12/30/2015. The design history record shows that the pulse generator passed all specifications before it was released. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the lead was completed and approved on 01/04/2016. Abraded openings were noted on the outer silicone tubing. Scanning electron microscopy images of the unmarked connector pin show that pitting or electro-etching conditions have occurred on the pin. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Since the generator was received programmed on, it is possible that the corrosion seen is from the current leakage after explant occurred. Therefore, the pitting is not likely to have been present before explant or to be contributory to the patient's infection. Additional information from the physician's office also showed that no cultures were actually taken to confirm the infection. The infection was identified through visual examination and based on the fact that the generator was exposed.

Event description:
On 02/22/2016 it was reported that the patient has developed a rash on his body which has postponed his re-implant. It is unclear if the rash is related to the previous infection. Notes received on 02/23/2016, dated (B)(6) 2015 state that the vns has helped the patient basically become seizure free. Notes also state that the stimulator became infected in (B)(6) 2015. They tried to irrigate and clean the device but did not remove it.

Event description:
The patient was re-implanted with vns on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
On 12/02/2015 it was reported that the patient's lead and generator were explanted due to infection. The lead and generator were received for analysis on 12/03/2015. Follow-up with the physician showed that the location of the infection was at the generator site only. The generator was extruding from the chest and partially exposed. The exact reason for this is unknown but there was no report of trauma or manipulation. It was not known if this infection resulted from the surgery in may. No replacement has occurred to date.